Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The husband stated that there were set and battery changes and the pump would not deliver insulin correctly. The customer was not able to talk as she was in the house due to getting a severe low. The customer treated with a backup plan. The husband disconnected the line.